Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v271801, implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had several generator changes and that one was due to normal battery depletion, but that the other change was due to lead eroding. Patient had an erosion of their lead and was seeking further treatment, and it was also indicated that after dissecting the pouch the doctor connected the lead to the generator. No further complications were reported.